Manufacturer narrative:
Insulin pump error 63 alarm (variable info=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Customer's mother reported via phone call that insulin pump had hardware low level failure. Customer's blood glucose level was 70 mg/dl at the time of incident. Customer was able to clear the alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.